Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly and the anchor tab were inside the delivery device. The seal was under the window of the loading device. It appeared as the delivery tube was advanced; it was making contact with the seal. The blue slide lock and the white plunger were not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter, the outer diameter and the length of the delivery tube; the values recorded were within specifications. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. The confirmed failure mode has been investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no conformance recorded in the lot history.